Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a peripheral procedure treating a target lesion in the posterior tibial artery. The 2.0 x 200 mm armada 14 dilatation catheter was advanced to the site without resistance; however, during the first inflation, the balloon ruptured at 10 atmospheres (atm). The device was removed without difficulty and no adverse patient effect occurred. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the retuned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported/noted difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.